Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had catheter break in the past possibly due to tray on wheelchair. The most recent pump implanted was refilled with baclofen (lioresal). No symptoms or pt injury has been reported regarding the current implant. Additional info has been requested, but was not available as of the date of this report.